Event description:
Boston scientific received information that one day post implant, the patient with this product expired. It was reported that a drop in blood pressure was noted post implant, with a cardiac tamponade suspected. Therefore, drainage was performed however, during this secondary procedure, the heart vessel ruptured. The patient was urgently transferred to another hospital and emergency surgery performed successfully. The following day, bleeding from a second location was noted and the patient subsequently incurred a stroke and passed away. Boston scientific's sales representative reported the patient death was not related to the implanted product and stated threshold and impedance values were normal immediately after implant. Therefore, the assessment was that the cardiac tamponade was unlikely related to the implant procedure. The physician indicated the cause of the cardiac tamponade was unknown and stated the cause of death was a direct result of the secondary procedure. No return of product is expected.

Manufacturer narrative:
If further information is received, this event will be reopened and updated.